Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying an error 5 message. Per the onetouch ultralink user guide, this error means the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed that the alleged issue began on the same day she contacted lfs for assistance at approximately 11:30am. The patient claimed that just prior to attempting to check her blood glucose with the subject meter, she was experiencing symptoms of "hunger and a headache." It is not known if the patient made any changes to her normal diabetes management routine in response to the alleged issue and the patient denied receiving any treatment. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct. The correct test strips were being used. The patient was reportedly performing the test correctly, and the blood was completely drawn into the test strip, however the alleged issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to an adverse event since the patient symptoms did not correlate with lfs's definition suggestive of a serious injury nor did she receive medical intervention. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.